Manufacturer narrative:
The pump monitored and no blank display noted. No damage found on the lcd isolation tape noted. The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Analysis was unable to perform displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test due to no button response. The insulin pump was received with scratched display window, cracked display window corner, broken belt clip slot near reservoir compartment, cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display, damage, and button error. The blood glucose at the time of the incident was 300 mg/dl. The customer received a button error alarm and the screen went blank. The customer did have a backup plan but blood glucose was riding in the 400 range. The customer treated using her old pump. She attempted to deliver a bolus the numbers began to ramp up and buttons were unresponsive. After disconnecting from the insulin pump it alarmed button error and went blank. The customer had a blank display and states the cap is not missing or battery cap is damaged. Troubleshooting was performed and the display did not return. She also noted some missing pieces near the reservoir. However the customer states the night before the pump alarmed button error. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.